Manufacturer narrative:
The device was received for evaluation. During functional testing, constant air in line was not reproduced. Air in line testing was attempted but was not able to be performed due to constant reload set alarm. A review of the event history log revealed air in line messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be ultrasonic sensor calibration out of tolerance. The ultrasonic sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant air in line during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.